Manufacturer narrative:
(B)(4).

Event description:
Received information the patient experienced a wound infection two months after ins implant. Patient was implanted on (B)(6) 2009 and was sent to the emergency room on (B)(6) 2010. Patient was seen in the clinic for a revision and they saw the ins pocket was infected, pus came through the scar and ins pocket was red and inflamed. Patient symptoms were severe burning in the back, chronic lumbar and left limb pain. The device was explanted and the pocket cleaned. Wound cultures were positive for (B)(6). "A gammagraphy was requested by (B)(6) department and results were negative for captation." Patient was treated with levofloxacin 500 mg 1 cp/24h + nexium 40 mg 1 cp/24h. Patient went back on (B)(6) 2009 and the infection was resolved. A new device system was implanted and patient resolved without sequela.